Event description:
Contacted beckman coulter regarding an erroneous platelet (plt) result from a single patient that was generated by the coulter ac.t diff 2 instrument. The patient sample was collected in a capillary container via fingerstick. The erroneous plt result was 288 x 10(3)cells/ul. The physician questioned the plt result because it did not match the patient condition. The patient was sent to a hospital for further testing. The plt result obtained at the hospital was 36 x 10 (3) cells/ul. The hospital's test method and the sample collection technique were not provided. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event.